Event description:
(B)(4). Initial info for this spontaneous case was received from a nurse who is also the pt on (B)(6) 2007: this female nurse who is a trained injector, had a colleague inject her hands with poly-l-lactic acid (sculptra, lot # and expiration date unspecified). Within two weeks after the injections, she developed nodularity. Nodules did not respond to triamcinolone acetonide (kenalog) injection. Nodules have been there for months. No further relevant info was reported.

Manufacturer narrative:
Add'l info for sculptra (lot# / expiration date unk) from product technical complaint report case ID (B)(6) dated (B)(6) 2007, received by (B)(6) on (B)(6) 2007: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Addendum for internal review of (B)(6) 2007: event is being restated as "developed injected site nodules in hands," and is an off-label use/drug misuse.